Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient had an MRI on (B)(6) 2020. Post MRI it appeared that there was noise on the rv lead and loss of capture. Lead was capped. No adverse patient effects.